Manufacturer narrative:
It was reported through medwatch report that the patient sustained a unstageable pressure injury (pi) discovered on left heel. The device is not available to return for evaluation. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported through medwatch report that the patient sustained a unstageable pressure injury (pi) discovered on left heel.